Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was further specified as, ¿the area was not clean prior to starting therapy¿. The patient was hospitalized for the event on the same day of onset. The patient was treated intraperitoneally with cefazoline (1 gram and frequency not reported) for peritonitis. At the time of this report, hospitalization was ongoing and the patient was recovering from the peritonitis event. Action taken with dianeal therapy was ongoing. It is not reported whether the patient was retrained on proper aseptic technique. No additional information is available.